Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found the sensor wire tortuous inside the catheter on the day of use.

Event description:
It was reported that the user found the sensor wire tortuous inside the catheter on the day of use.

Manufacturer narrative:
The reported event was confirmed. Although the reported event was confirmed, the root cause could not be determined. A potential failure mode could be "thermistor wires with a snake shape". A potential root cause for this failure could be "- after insertion, catheter is stretched (in cleaning) - short shaft/long thermistor." Visual evaluation of the returned sample noted one opened (without original packaging),silicone temp sensing catheter, received with the wire snaking up the lumen and thermistor lumen not all the way down in the tip of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck (when catheter with temperature-sensing is used, connect lead wire to monitor through extension cable or relay cable). 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper first. 2) place waterproof sheet beneath patient¿s buttocks. 3) put on sterile gloves. Open tray and place it on the wrapping paper. 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 5) lubricate catheter shaft with water-soluble lubricant packaged in the tray. 6) carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion. Never inflate a balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 7) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Fix the drainage bag to the bed properly. 8) fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube. 9) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.